Event description:
It was reported that during a revision of the l5 lead on (B)(6) 2024, the l4 lead was accidentally removed when dissecting adhesions to remove l5 (related manufacturer reference number 1627487-2023-00973). Both leads were replaced and effective therapy restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.